Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was remaining in the hospital after the implant procedure, intermittent loss of capture was observed on the rv lead. Decrease in r wave sensing and increase in capture thresholds were noted during the device evaluation. Programming changes were made at that time. Intermittent loss of capture was observed again in the evening. Upon fluoroscopy imaging, the lead issues were possibly due to lead perforation. The lead was repositioned. Normal values of sensing, capture threshold and impedance were observed upon device checking. The patient was stable and will be monitored.